Event description:
It was reported that the connector pin was bent, the lead was "non-functioning," and there appeared to be old blood inside the outer insulation. The lead had been previously abandoned and replaced in 2005, but was explanted in 2009, during another procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor connector pin bent; partial lead in segments returned and analyzed. It was reported that the connector pin was bent, the lead was "non-functioning," and there appeared to be old blood inside the outer insulation. The lead had been previously abandoned and replaced in i2005, but was explanted in 2009, during another procedure. No patient complications have been reported as a result of this event.